Event description:
An endurant stent graft system was implanted for the endovascular treatment of a rupture. It was reported that during a ruptured evar case, the insertion and deployment of the stent graft occurred without incident. Upon final angiography, the physician noted a visible endoleak, which was treated with additional ballooning and insertion of another manufacturer's bare stent graft in the proximal section. Post-operative CT scan demonstrated that the endoleak persisted. Patient was brought back to the operating room two day post operation for an open procedure to resolve the endoleak. Upon surgical access of the abdominal aneurysm, the physician noticed a visible perforation of the stent graft fabric in the area of the bifurcation from which blood was leaking. Per the physician, the perforation was located in the middle of the flow divider. The perforation was repaired with suture and pledget. Follow up CT scan demonstrated that the type iii endoleak has been resolved following the repair of the perforation in the stent graft fabric. Per physician, he was unsure what have caused damage to the stent graft fabric. The physician felt it would be unlikely to have been caused by any guidewire or catheter manipulation during the procedure. The bare stent graft from the other manufacturer was loaded on a balloon and delivered to the proximal landing zone. The physician wondered if the entry of the stent graft mounted on the balloon would have somehow caused the perforation in the stent graft fabric while tracking the other manufacturer's bare stent graft through the endurant stent graft. The cause of event remains unknown. No additional clinical sequelae were reported and the patient is fine. Films review and analysis: review of returned angio images during implant confirmed that the main device was brought up the right side and implanted just below the renals. The contra limb was implanted into the left common iliac artery; the proximal contra limb markers are aligned with the flow divider marker. Ballooning was performed within the aortic body. The ipsi limb was extended into the right common iliac artery and both limbs were completely ballooned. Several still angio images showed contrast outside the stent graft; the type of endoleak could not be determined. The aortic body was again ballooned and another manufacturer's bare stent graft was seen implanted within the aortic body beginning 5mm proximal to the bifurcate graft margin, and extending distally down to near the flow divider. Images during delivery of the other manufacturer's bare stent graft were not provided with the returned images. Ballooning of the other manufacturer's bare stent graft was then performed within the aortic body and extending slightly below the flow divider. Following ballooning, a still angio image revealed contrast in the sac on the right side of the bifurcate aortic body down to the level of the flow divider. The type and cause could not be determined. This may be a type iii fabric or a type IV. Cta¿s from 1 and 2-days day post-implant revealed that the bifurcate was positioned just below the renals. Some calcification was seen near the bottom of the neck. Beginning in the proximal sac, contrast was seen outside the stent graft extending down to the flow divider. The endoleak type could not be determined from these images. Contrast was also seen in the distal sac along the length of the ipsilateral limb, possibly from a type ii. No other stent graft issues were observed. The proximal stent graft od was 23 x 24mm, and the max diameter aaa was 8.5cm. Both limbs were patent and were seen well extended into the iliac arteries. The cause of the unknown type endoleak seen near the bifurcate could not be determined. This appears more likely to be a type iii fabric endoleak; possibly coming from the ipsi limb near the level of the flow divider. It is possible that a fabric tear may have occurred during implant and ballooning of the other manufacturer's bare stent graft.

Manufacturer narrative:
(B)(4).